Event description:
It was observed that during the device evaluation, the subject device exhibited residual liquid and foreign materials in the distal end, and the adhesive around the objective lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the wear of the adhesive could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. Based on the results of the investigation, a root cause of the residual liquid and foreign materials could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.